Event description:
Asku

Event description:
It was reported the device was unable to be interrogated, could not get magnet response, and could see no signs of pacing. The device was replaced. No patient complications were reported as a result of this event and the patient reported to be fine.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Corrected FDA act. #. Evaluation summary: (B)(4) testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the device was unable to be interrogated, could not get magnet response, and could see no signs of pacing. The device was replaced. No patient complications were reported as a result of this event and the patient reported to be fine.